Event description:
Allegedly bipolar disassembly. Allegedly the bipolar insert's locking mechanism is not at the same place. It is raised at one edge. Insert was removed and other components were left in patient.